Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Corrected data: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: device history record review statement h10.

Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition exhibiting a badly broken plunger assembly. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "force sensor test error" was found in the event log. Functional and visual testing was performed. The "force sensor test error" was found during power on start up testing. The force sensor was unable to be calibrated. The customer reported product problem was therefore duplicated. The cause of the issue was that the whole plunger assembly was found broken and all the components inside were found misaligned. This was determined to be customer caused. Both plunger cases were replaced and all the components inside of the plunger assembly were replaced or realigned as needed. The pump subsequently passed all functional and delivery testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is customer induced.

Event description:
It was reported that a smiths medical medfusion pump exhibited a "force sensor test error." No patient harm has been reported at this time.